Event description:
Philips received a complaint from a customer that an error "generator not available" occurred during a procedure. System needed to be rebooted multiple times before the procedure could be finished. The procedure was delayed by 23 minutes during these reboots. During that time , the pt had a catheter in bile duct and the physician feels this may have contributed to pancreatitis.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.